Event description:
Patient underwent uneventful closure of a pfo in 2005 using ice guidance. The defect was initially closed using a 10mm amplatzer asd device. When pressure was applied to the device to check for apposition, the device prolapsed into the right atrium. The 10mm device was removed and a 15mm amplatzer asd device was deployed. Ice showed the device was deployed with good apposition and there was no residual shunting. An echo done the following day showed the device was angulated and the inferior edge protruded into the la. There was residual bidirectional shunting. She was discharged home on aspirin. After 13 days, she had more neurological symptoms, including right arm numbness after waking from a nap, bright jagged distortions of vision and right leg numbness and weakness. Patient sought medical attention and further evaluation. An echo performed at that time showed a large right to left shunt. It was decided to remove the device surgically. Surgery was performed 3 days later with device removal and repair of the patent foramen ovale. She was discharged home on 6/2/2005.

Manufacturer narrative:
Since being notified of the event, aga medical has requested additional information from the physician on 1/17/2007, 1/24/2007 and 2/2/2007. As of the filing of this report, no additional information has been received by aga medical.